Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (dose, frequency and duration not reported). The patient was recovered from this peritonitis event. Dianeal therapy was ongoing during treatment. No additional information is available.